Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left iliofemoral procedure. Reportedly, after the proglide device was deployed, it was stuck in the artery. Hemorrhaging occurred. Surgery was performed to cut and remove the device and repair the artery using a vascular patch. There was a clinically significant delay in the procedure of 90 minutes due to the surgical procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty to remove was confirmed based on the condition of the returned device. The reported suture captured the back wall of the artery was not confirmed based on the condition of the returned device, as a cuff miss was observed. The investigation determined the reported difficult to remove, patient effects and the treatments appear to be related to circumstances of the procedure. A conclusive cause could not be determined for the reported suture captured the back wall of the artery. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received:reportedly, the proglide suture captured the back wall of the artery. The guide and the actuator wire were cut during surgical cut down removal of the device.